Event description:
It was reported that a pump has a system error 322 in the history log. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. Evaluation experienced system error 322 during the evaluation. Physical inspection found that the upper and lower latch switch bracket screws were loose allowing the upper and lower latch switch to move in and out from the upper and lower door latch. The loose nylon screws will trigger an intermittent open/closed switch connection causing the system error 322. The upper and lower auxiliary assemblies have been replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set- loaded state and the lower link switch does not activate.